Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(6). (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving unknown baclofen (2 ,000mcg/ml, 1,000mcg/day) for intractable spasticity. The physicians had not noticed anything different about the patient, but the patient¿s family felt the patient was not getting the relief that was expected with the drug infusion system. A catheter issue was then suspected. On (B)(6) 2016 the pump pocket was opened and cerebrospinal fluid (csf) was aspirated via the catheter access port (cap); there was great flow of csf and the pump/catheter connection also looked good. The catheter was confirmed to be patent. The itb dose was lowered to 150mcg/day and the patient was kept for observation. It was noted that in the past (dates not provided), both of the patient¿s physicians had attempted to aspirate via the cap and were not able to. Follow-up is being conducted to obtain all information relevant to the event, such as any additional actions/interventions, cause of the event, and outcome. Additional information was requested regarding drug information, concomitant medications, pertinent medical history, when the inability to aspirate occurred, additional diagnostics, actions/interventions required to resolve the issue, if the cause was determined, and if the issue resolved. If additional information is received, a follow-up report will be submitted.